Event description:
It was reported that a patient used meal announcements on the ilet bionic pancreas to correct elevated blood glucose instead of allowing the system¿s correction algorithm to operate, and education was provided advising against this practice due to potential maladaptation of future meal dosing. Symptoms included hyperglycemia. Outcomes included no alarms and no hospitalization. Investigation included user troubleshooting and education. Investigation of this case revealed improper use related to dosing workflow, with the device and its components functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.